Manufacturer narrative:
Additional information: b1, b2(removed other), d3(street 1, MFR city, country code, postal code), e3, g4, h1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device sub cannula was not locked, did not click when the patient coughs and it was expelled. It was indicated that there were bleeding and difficulty in cleaning of tracheostomized patient.